Event description:
Customer rec'd an ethanol result of 0.0. Result was reported to physician who questioned result due to pt smelling of alcohol. Sample was rerun after manual dilution was performed. Obtained value of 199 x 2 = 398. Customer stated it was possible that the original sample contained fibrin. No medical intervention occurred.